Event description:
During a coronary angiography, a 6french jr 4.0 diagnostic catheter was introduced and advanced to the level of the coronary sinus. The guidewire was withdrawn and after one rotation, a "several-centimeters-long fragment" detached from the catheter. The detached piece traveled to the abdominal aorta. A snare device was inserted in order to position the fragment to the right femoral artery, followed by surgical removal of the detached fragment.